Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within this tissue are portions of silver metallic spiral') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included postmenopausal bleeding, benign polyp of uterus, dysmenorrhea, cervical polyp, gastritis, hemorrhoids, tendonitis, tachycardia, limb operation, colonoscopy, perineal pain and pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on date (B)(6) 2019 (bilateral salpingectomy for essure removal)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure (ess205). The reporter commented: 3 trailing coils at both end. Concerning the injuries reported in this case, the following event was described in patient's medical record-embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received: event "medical device removal" was updated with "embedded within this tissue are portions of silver metallic spiral", reporter information and medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on date (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.